Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial# (B)(6). Product type: programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, lot# serial# (B)(6), (B)(4). H3: analysis of the 97745 controller (ptm) lot# serial# (B)(6) revealed no confirmed issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported an rm05 error code and pt has attempted to reset the controller multiple times with no success in clearing message. Sent email to repair for replacement rtm. Pt called back and said they received rtm replacement but were still having the same problem previously documented in this case. Pt inspected the battery compartment, battery, and controller port; pt said they all looked good. Pss confirmed pt was using the replacement rtm. Pt mentioned they had tried taking the battery out to reset the controller and that did not resolve their issue. Pt said it started happening on a friday night but that it hasn't been too bad without the ins. Pss sent email to repair for controller replacement. Additional information was received and it was reported that their controller wont work for it's just black and won't turn on. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the controller battery into the controller and the controller was not charging with a green flashing light; pt verified the green light on the ac power supply was on. Pt put 2 aa batteries into the controller and verified the controller turned on. During call pt verified there was no damage to the controller battery and no damage to the controller battery compartment. The controller wouldn't charge. Additional information was received. It was reported the patient's (pt) controller still won't charge. Pt just received a replacement battery pack. Rep confirmed the green light on the ac power cord does illuminate when connected to a power source but stated the controller does not power on when the battery pack is removed and it's connected to the ac power cord. A new controller was requested. No symptoms were reported.